Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high shocking lead impedance measurements greater than 125 ohms. Previously, this system exhibited greater than 200 ohms measurement during implant however lead configuration change resolved the issue. Attempts to obtain additional information were unsuccessful. Available records indicate the system remains in service and no adverse patient effects were reported.